Event description:
The pt was transferred from another facility. The iab was inserted into the pt on 5/19/97 at 11:30 am. On 5/23/97 at 3:55 pm, after iabp for over 100 hrs, the iab leaked. The iab was removed and a second was inserted into the pt. There were no complications from the event. The pt went on to expire. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 6/16/97.) (Pt's current status: expired- rpt'd 6/16/97.)